Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed as no sample or batch details were available. It wasn?t possible to perform a batch file or complaint file review as no batch number was provided. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center reporting that the flexi cap came off the end of the patient line before they reconnected, which occurred on the homechoice (hc) during use during day dwell 1 of 1. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The dwell time left was 4 hours and 40 minutes. The initial drain volume (idv) equaled 1988ml. The tsr had the hp down arrow to the end of the therapy and press enter. The tsr helped the hp end the therapy and the hp stated that they would start over with all new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.